Manufacturer narrative:
Section d1: corrected. Section d4: corrected. Manufacturer's investigation conclusion: review of the submitted log files confirmed pulsatility index (pi) events; however a specific cause for these events could not be conclusively determined through this evaluation. The submitted controller event log file contained data from 09apr2024 - 12apr2024. Several pi events were captured throughout the log file. The system appeared to operate as intended for the duration of the file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 4 explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. There are no audible alarms with a pi event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that event log files were submitted for review due to concern for suction events. No testing was performed to confirm suction. The patient had recent pump speed drops. The patient came to hospital with a pump speed of 6100 rotations per minute (rpm) and dropped to as low as 5900 rpm. The patient continued to have pulsatility index events even though pump speed was decreased. The patient was asymptomatic. The event log files captured alarms associated with a new system controller connection on 09apr2024. The modular cable was exchanged due to damage and tears to the outer covering. The system controller was not exchanged. The event log files also captured clusters of pulsatility index (pi) events with set speed at 5900 rpm. There were only 2 pi events were recorded after a set speed change to 5700 rpm on 11apr2024 at 11:33 am. The patient was stable and returned home.